Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported lock line knot. The reported inability to remove the lock line was due to the reported knot. Codes removed: medical device problem code: 4012.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, resistance removing the lock line was encountered, and a knot was observed on the lock line. It was noted that one of the lock line ends was fully housed in the clip delivery system (cds) handle. The lock line was rewrapped successfully. The clip was unlocked, inverted, and removed from the patient. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.